Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Rewind functioned properly during testing. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have received a motor position encoder alarm and a motion sensor test failure after changing the battery. Motor error alarm occurred after rewinding the insulin pump. Customer's blood glucose was 272 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that insulin pump would need to be replaced. Customer agreed to return the device for analysis.